Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that he was hospitalized for diabetic ketoacidosis. The reported blood glucose reading at the time of the call was 148 mg/dl. The customer stated that the insulin pump buzzed quickly, then shut off. The customer changed the batteries, but continued to have the same problem. Nothing further was reported.